Manufacturer narrative:
Additional information: manufacturer narrative. Investigtaion summary: the report of an over infusion of saline was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. External and internal inspection of the suspect pump module could not be performed because the device was not returned for investigation. Based on the information provided by the facility, it is not possible to ascertain programming or event details related to the alleged incident. Log review could not be performed because the devices and their associated logs were not returned for investigation. Per product labeling, alaris system user manual (v9.33), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. According to the bd alaris system with guardrails suite mx user manual (v12.1) outlines the following steps for changing the solution container and preparing the primary solution container in accordance with manufacturer instructions: close the roller clamp; remove the empty solution container; insert the administration set spike into the prepared fluid container per facility protocol and hang the container approximately 20 inches above the pump module; press the ¿channel select¿ key and enter the volume to be infused (vtbi) using the numeric keypad; open the roller clamp; and start the infusion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the complaint of over infusion of saline was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that a normal saline over infusion which occurred "about a year and a half ago". A new 100ml normal saline bag was spiked. Clinician programmed the infusion and once the roller clamp was opened to facilitate infusion flow, the clinician stated the infusion proceeded to ¿just dump the normal saline¿. Infusion was immediately stopped, channel removed. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that a normal saline over infusion which occurred "about a year and a half ago". A new 100ml normal saline bag was spiked. Clinician programmed the infusion and once the roller clamp was opened to facilitate infusion flow, the clinician stated the infusion proceeded to ¿just dump the normal saline¿. Infusion was immediately stopped, channel removed. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.